Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The pdrn stated the definitive cause of the peritonitis is unknown, however based on the timing of the reported leak it is the most plausible cause, as the patient¿s infection control adherence/practice is near perfect. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. Given the allegations of device/product malfunction made by the patient/pdrn, and no manufacturer evaluation/investigation of the suspect device and/or product, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient.

Event description:
On 08/oct/2024, it was reported that this patient on peritoneal dialysis (pd) presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >1,000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1500 mg daily for fourteen (14) days. On 11/oct/2024, the patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient continues to undergo continuous cycling peritoneal dialysis (ccpd) utilizing the same liberty select cycler and is recovering from this serious adverse event. The peritoneal dialysis registered nurse (pdrn) stated the definitive cause of the peritonitis is unknown, however based on the timing of the reported leak (25/sep/2024), it seems the most plausible cause as the patient¿s infection control adherence/practice is near perfect (home evaluation performed).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required antibiotic therapy. Per the pdrn, the patients¿ peritonitis was caused by a break in aseptic technique, as the patient allows her four cats to remain in the room during ccpd therapy and have chewed through the cassette tubing in the past. Additionally, the pdrn confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) and/or device(s). Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Upon further review of this file, it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR 8030665-2024-00941 will have no further updates.

Event description:
On (B)(6)2024, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] since (B)(6) 2023, utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024 (originally reported as (B)(6)2024). Follow-up with the patients¿ pd registered nurse (pdrn) revealed that the patient presented to the emergency room on (B)(6)2024 with complaints of nausea, abdominal pain, and cloudy peritoneal effluent fluid (call placed to on-call pdrn prior to admission). A peritoneal effluent fluid culture and cell count were collected (results unavailable), and the patient was admitted and diagnosed with peritonitis. Per the pdrn, the patients¿ peritonitis was caused by a break in aseptic technique, as the patient allows their four cats to remain in the room during ccpd therapy and have chewed through the cassette tubing in the past. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1500 mg daily for 14 days. The patient continued to undergo ccpd therapy on a hospital provided cycler (unknown brand/model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged home on (B)(6)2024 in stable condition. A follow-up peritoneal effluent fluid culture and cell count were collected on (B)(6)2024, and the peritoneal effluent fluid culture returned negative for bacterial growth, and the cell count¿s wbc count was 2 mm3. The pdrn confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) and/or device(s). The pdrn stated the patient is recovering from the serious adverse events at home while on antibiotic therapy and continues to undergo ccpd therapy on the same liberty select cycler without reported issue.